Event description:
Customer reports back to back testing on the advantage system with results of 11 mg/dl and 142 mg/dl. No quality controls were run. No adverse event reported. Customer does not have the strips used during the comparison; a replacement was sent.